Event description:
It was reported that pump displayed malfunction alarm with code malf 1 that could not be reset, and no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, was instructed to put malfunctioning pump into storage mode, and was advised to program pump settings and connect continuous glucose monitor to replacement pump that was arranged, and to return malfunctioning pump using pre-paid label within 10 days, which customer understood and acknowledged.